Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and the buttons were sticking. The customer's blood glucose level was unknown. The customer stated that for the past few days he did not have any issues, but for the last two months it was been acting up. The customer declined troubleshooting. The insulin pump will not be returned for analysis.